Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp xxx (620, 640 and 700 series) insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the display was blank at the time of call and did not return after the pump restart. There was no damage to the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Motor did not load reservoir properly. Unable to perform the displacement test and occlusion test. Pump failed the screen test of the self test due to pump error 75. Pump failed prime/seating test, basic occlusion test, and force sensor test due to a motor anomaly. Pump passed rewind test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range until a huge voltage drop for both unloaded voltage (ul vlith) and loaded voltage (loaded vlith) caused by moisture damage. On the j6 and j7 connectors. No unexpected power alarms or unexpected battery alerts were found in the history files on or near the event date. Unexpected pump error 68, pump error 49, and pump error 23 occurred during testing. Pump was cut open to perform visual inspection and found¿dried insulin in the motor slide, a corroded home switch, and moisture damage¿on the pcba 1, pcba 2, motor, and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails, serial number label missing, cracked case (battery tube), scratched case. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 75, pump error 68, pump error 49, and pump error 23 were confirmed during testing due to moisture damage on the j6 and j7 connectors on the pcba 1. Motor anomaly was confirmed due to moisture damage on the motor. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and force sensor. Pump failed prime/seating test, basic occlusion test, and force sensor test due to moisture damage on the force sensor and motor. Pump failed the self test due to moisture damage on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.